Event description:
Customer reportedly administered unspecified insulin based on result of 16 mmol/l obtained on the aviva system. At 15 minutes later, customer had low blood glucose symptoms and was treated with hypostop. Requested return of suspect device. Return of suspect device.

Event description:
Customer reportedly administered unspecified insulin based on result of 16 mmol/l obtained on the aviva system. At 15 minutes later, customer had low blood glucose symptoms and was treated with hypostop. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly administered unspecified insulin, based on result of 16 mmol/l obtained on the aviva system. Fifteen minutes later, customer had low blood glucose symptoms and was treated with hypostop. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).

Manufacturer narrative:
The event occurred in foreign country.